Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 67 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced immediately as customer is pregnant. No further information provided.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.